Event description:
The patient experienced a loss of therapeutic effect: nausea and vomiting. This started several days ago. There was no known accident or incident related to this event. The patient was hospitalized. Additional information has been requested.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6); lead: model 435135, serial# unknown, implanted: 2006 (B)(6), explanted: 2012 (B)(6).

Manufacturer narrative:
Lead: model 435135, serial# unknown, implanted: 2006 (B)(6), explanted. Lead: model 435135, serial# (B)(4), implanted: 2006 (B)(6), explanted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient experienced intractable nausea and vomiting despite numerous device adjustments, and required many hospital admissions due to nausea and vomiting. The cause of the event was unknown. There were no abnormal impedances or obvious programming errors. The system was explanted on (B)(6) and the patient was converted to a subtotal gastrectomy with gastric bypass. It was reported that the patient required hospitalization and had an ongoing serious illness / injury.

Event description:
Additional review determined, the ins was implanted (2006 (B)(6)) after its use by date (2005-(B)(6)).